Manufacturer narrative:
The patient effect of occlusion is listed in the prostyle instructions for use, potential adverse events, as a potential adverse event associated with use of the suture mediated closure devices.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after a left superficial artery intervention procedure with a 6f sheath. Reportedly, an occlusion in the leg was discovered due to no blood flow. It was found that the suture caught the backwall [backwall stitch] which lead to the occlusion. The patient was then taken to the operation room for endarterectomy (cut down of the vessel) to have the suture cut and removed and to clean the vessel. Hemostasis was achieved via manual suturing. A clinically significant delay in the procedure was reported. The patient was reported to be doing well post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.